Event description:
It was reported that the atrial lead had low impedance, high threshold and there was no sensing noted. The lead was capped and not replaced due to an occluded left subclavian vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.